Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5vdc power supply connections were reseated and the power supply was calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system experienced an immediate loss of system functionality and an un-commanded shut down over multiple events. There is no report of a pt injury or death associated with this event.